Event description:
Pt presented at the hospital with symptoms of appendicitis. Urine tested on CT status tested positive for pregnancy. Subsequent tests run on the same analyzer were positive. Repeat testing on a second instrument was negative.

Manufacturer narrative:
Urine splashes were noted on the instrument mirror. Instrument was returned to manufacturer for cleaning. Subsequent samples were tested after cleaning the instrument. Pt was transferred to gynecological unit unnecessarily.